Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system by connecting with the customer and confirmed that the system did not start completely and hanged at the displayed start time 00:00 sporadically. The rse analysed the log file and found that there was malfunction with the flexvision pc, and the host-pc could not connect to the flexvision-pc. The flexvision pc was manually restarted, and it resolved the issue temporarily. The philips field service engineer (fse) inspected the system onsite and replaced the flexvison pc and hard drive. The defective flexvision pc was returned for further analysis. The cause of the flexvison pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexvison pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system does not turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.